Manufacturer narrative:
Veeva case: (B)(4)

Event description:
It also makes me choke [choke on medication] it does not work [lack of drug effect] case description: on (B)(6) 2024 a spontaneous case was reported in united states of america by a consumer or other non-health professional via call center representative (phone). The report concerns a(n) 79 year old consumer. The consumer received biotene oral balance (glycro+sbtl+xylt gel) lot number bvcw5 on (B)(6) 2024 for 31 days for indication(s) product use for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting biotene oral balance, the consumer experienced a medically significant it also makes me choke. The outcome of the event it also makes me choke was unknown. On an unknown date, the consumer experienced a non serious it does not work, (preferred term: drug ineffective). The outcome of the event it does not work was unknown. No medical history was reported. No drug history was reported. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "biotene dry mouth moisturizing gel 1.5oz bvcw5 on (B)(6) 2026. It does not work and it also makes me choke. Every time I put it on I choke. I started using it on march 23rd. I have been trying to use it ever since I have tried it this morning. I am years old. I don't have a receipt." The action(s) taken were: for biotene oral balance was drug withdrawn. Dechallange was unknown and rechallenge was not reported. Causality for the event it also makes me choke with respect to suspect was reasonable possibility. Causality for the event it does not work with respect to suspect was not reported. Case product: biotene oral balance device MFR number.